Event description:
Additional information received that the patient experienced bacteremia. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and sepsis. It was reported that there was growth on the lead, and the patient was treated with intravenous antibiotics. There were no additional adverse effects reported. This crt-d was explanted.